Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay and elecsys troponin t stat assay results for 3 patient samples on three cobas e 801 modules. On (B)(6) 2024, sample 1 had an initial troponin t result of 14.9 ng/l from analyzer serial number: (B)(6). The sample was repeated on analyzer serial number: (B)(6) and the result was 15.8 ng/l. The sample was also tested using the troponin stat assay and the result was 20.2 ng/l. The patient sample was aliquoted into a false-bottom tube and repeated on analyzer serial number: (B)(6) and the troponin t result was 4.88 ng/l and the troponin stat result was 5.34 ng/l. On (B)(6) 2024, sample 2 had an initial troponin stat result of 22 ng/l from analyzer serial number: (B)(6). The sample was repeated and the result was 3.59 ng/l. The sample was also tested using the troponin t assay and the result was 3.03 ng/l. On (B)(6) 2024, sample 3 had an initial troponin t result of 37.9 ng/l and a troponin stat result of 22.6 ng/l from analyzer serial number: (B)(6). The sample was repeated and the troponin t result was 22.6 ng/l and the troponin stat result was 22.2 ng/l.

Manufacturer narrative:
A general reagent and instrument issue were excluded as qc results were acceptable for the last 90 days. The investigation did not identify a product problem. The root cause of the event could not be determined.